Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair with apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. The patient also underwent a concomitant laparoscopically-assisted vaginal hysterectomy, bilateral salpingo oophorectomy, lysis of adhesions, and anterior colporrhaphy. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a suture exposure in the anterior vagina with associated spontaneous pain. The granulation tissue was cauterized with silver nitrate. She also experienced a urinary tract infection and was treated with cipro.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair with apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. The patient also underwent a concomitant laparoscopically-assisted vaginal hysterectomy, bilateral salpingo oophorectomy, lysis of adhesions, and anterior colporrhaphy. The procedure was completed without complications. According to the complainant, on april 8, 2015, the patient presented with a suture exposure in the anterior vagina with associated spontaneous pain. The granulation tissue was cauterized with silver nitrate. She also experienced a urinary tract infection and was treated with cipro. *****additional information received on june 17, 2015***** the urinary tract infection resolved on june 11, 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair with apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. The patient also underwent a concomitant laparoscopically-assisted vaginal hysterectomy, bilateral salpingo oophorectomy, lysis of adhesions, and anterior colporrhaphy. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a suture exposure in the anterior vagina with associated spontaneous pain. The granulation tissue was cauterized with silver nitrate. She also experienced a urinary tract infection and was treated with cipro. Additional information received on (B)(4) 2015. The urinary tract infection resolved on (B)(6) 2015. **additional information received on october 21, 2015** the event of urinary tract infection has not yet resolved.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair with apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. The patient also underwent a concomitant laparoscopically-assisted vaginal hysterectomy, bilateral salpingo oophorectomy, lysis of adhesions, and anterior colporrhaphy. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a suture exposure in the anterior vagina with associated spontaneous pain. The granulation tissue was cauterized with silver nitrate. She also experienced a urinary tract infection and was treated with cipro. Additional information received on june 17, 2015: the urinary tract infection resolved on (B)(6) 2015. Additional information received on october 21, 2015: the event of urinary tract infection has not yet resolved. Additional information received on november 9, 2016: on (B)(6) 2016, the patient experienced fecal incontinence. No treatment was given.

Manufacturer narrative:
The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair with apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. The patient also underwent a concomitant laparoscopically-assisted vaginal hysterectomy, bilateral salpingo oophorectomy, lysis of adhesions, and anterior colporrhaphy. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a suture exposure in the anterior vagina with associated spontaneous pain. The granulation tissue was cauterized with silver nitrate. She also experienced a urinary tract infection and was treated with cipro. Additional information received on june 17, 2015: the urinary tract infection resolved on (B)(6) 2015. Additional information received on october 21, 2015: the event of urinary tract infection has not yet resolved. Additional information received on november 9, 2016: on (B)(6) 2016, the patient experienced fecal incontinence. No treatment was given. Additional information received on august 10, 2017: the urinary tract infection experienced on (B)(6) 2015 is not related to the device or procedure.